Event description:
It was reported that the patient complained of experiencing jumping and shocking sensations. It was further reported that phrenic nerve stimulation was confirmed with right atrial (ra) lead pacing. In addition, there was atrial undersensing and small p-waves exhibited. Reprogramming was performed, and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.